Manufacturer narrative:
(B)(4). Batch # r92e57. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found. It is possible that the unexpected noise heard could be either the blade making contact with metal or plastic while activated or the solid tone emitted by the generator when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection, ¿replace instrument¿ was displayed several times during use. The generator was restarted and they continued to use the device. A nurse heard a metal sound, so there was a possibility that the device touched something such as a forceps. Eventually, the device became not to function, and it was found that the blade was broken off. The broken piece was found on the floor and it was collected, but it was unknown when it was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.